Manufacturer narrative:
The facility advised that at the time of the incident the concentrator was plugged in, turned on, and in use by the patient. After inspection/assessment, they found that there was no injury to the patient as a result of the event. The equipment was immediately removed from the patient's room and replaced. Photographs of the concentrator were provided, which show that the front and rear shrouds are separated at the sides of the unit but are not fully disconnected. Additionally, the inlet filter, cabinet access door, and cabinet filter are not present in their intended location at the back of the device. This incident is being reported to the FDA out of an abundance of caution, as there is evidence from the information provided that the product tank experienced an over-pressurization event. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The device has been returned to invacare for further evaluation. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The dealer reported that staff at a facility allegedly heard a loud boom from a patient's room, and when they entered the room, they found that the irc5po2v concentrator was smoking and the back pieces had come off.

Manufacturer narrative:
The evaluation of the concentrator was completed on (B)(6)2020. It was observed that the shrouds were separating at the sides, and the inlet filter and access door with cabinet filter were missing from the back of the concentrator. The cabinet filter and access door were returned and exhibited no physical damage. Upon inspection of the internal components, it was observed that the tubing from both sieve beds to the pe valve and the tubing from the left sieve bed to the check valve were darkened. The check valve was also damaged. These failures allowed sieve material to escape into the system and resulted in darkening of the interior of the cabinet, deformation of the control panel, breakage of the product tank regulator, and damage to the sound box. These evaluation findings provide additional evidence that the product tank experienced an over-pressurization event.

Event description:
The dealer reported that staff at a facility allegedly heard a loud boom from a patient's room, and when they entered the room, they found that the irc5po2v concentrator was smoking and the back pieces had come off.